Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced 11 minutes of unexplained low flow alarms with no changes to pulmonary artery or central venous pressure (cvp) readings. The only hemodynamic change noted was a widened pulse pressure to the 80's/60's. Per staff, the pump flow read zero with no changes to pulsatility index (pi) and power readings. Log file review confirmed low flow events on (B)(6) 2022 from 21:20-21:31 with flow recovering into the upper 2 lpm range, with a few more minutes of low flow events at 21:32 where the flow was as low as 0.7 lpm. The last events in the log showed flows in the 6-7 lpm range with pump power in the 5 w range. Additional log files were sent for review on (B)(6) 2022 and found that the ventricular assist device (vad) had returned to baseline numbers for power (3 w range) and flow (4 lpm range).

Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the log files provided by the account confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. The controller event log files contained relevant overlapping data from (B)(6) 2022. The beginning of the log files appeared to capture data from the time of implant and manufacturing. Intermittent low flow alarms were captured on (B)(6) 2022, with the longest alarm lasting up to 11 minutes and 45 seconds in duration. During this alarm, the estimated flow value was observed to be 0.0 liters per minute (lpm), until flow was ultimately restored. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. Section 6 "patient care and management" lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07jul2021. No further information was provided. The manufacturer is closing the fie on this event.